Manufacturer narrative:
Device evaluation: the device was returned in a small vial. Visual inspection found no visible damage to the lens and foreign material on lens surface (debris). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vicmo12.1, diopter -7.50 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for a larger lens, similar diopter due to the patient experiencing low vault and lens rotation. The problem was resolved. As of the date of MDR reporting the lens has not yet been returned for evaluation.

Manufacturer narrative:
Device evaluation: the device was returned in a small vial. Visual inspection found no visible damage to the lens and foreign material on lens surface (debris). (B)(4).